Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The log files captured backup battery fault alarms starting on (B)(6) 2023 at 0549 while on battery power followed by backup battery fault, low flow, driveline disconnect, and lvad off alarms at 0551 where the driveline was disconnected from the controller. The event log file also indicated "replace backup battery" occurred, but the alarm history was noted to be blank, and it was unknown what message the patient saw on the interface. There was a "red heart alarm" and a message to "connect to power" and the left ventricular assist device (lvad), which was connecting the patient to the backup controller, was troubleshooted. It was believed that the patients panicked and exchanging controllers without first putting in batteries and was troubleshooting by manipulating the connections, as the patient was found down with battery clips missing batteries. The patient was reported to be unresponsive, cardiopulmonary resuscitation (CPR) was initiated, the patient went in ventricular fibrillation and needed to be defibrillated, they then went into pulseless electrical activity (pea) and passed away (B)(6) 2023. Related MFR # for the controller: 2916596-2023-07515.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. The submitted controller event log file from (B)(6) contained relevant events spanning from (B)(6) 2023. Throughout the log file, the device appeared to operate as intended at the set speed while the driveline was connected to the system controller. A backup battery fault alarm became active on (B)(6) 2023 at 05:49:20. At 05:51:26 the driveline was disconnected from the system controller, resulting in driveline disconnect, low flow and lvad off alarms. The driveline remained disconnected from system controller for the remainder of the log file and appears consistent with the reported controller exchange. The controller event log file extracted from (B)(6) recorded that the driveline was connected to the system controller on (B)(6) 2000 at 19:43:42 without any power source connected to the power cables. Per design, the system will not start without a power source connected to the power cable. 14v (volt) batteries were connected to the power cables at 20:09:45 and the pump ramped up to the set speed shortly after. A no external power alarm was captured at 21:04:01 due to both power cables being disconnected, and the shutdown sequence was initiated shortly after. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.